Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an error message stating "system failure". There was no report of patient involvement.

Manufacturer narrative:
Ge healthcare service issued a proposal for troubleshooting and repair. The proposal has not been accepted. No further information is available.